Manufacturer narrative:
Blank fields on this report indicate information is unknown or unavailable. Dept: product quality and safety: (B)(6). (B)(4). Investigation / evaluation: no product was returned to assist in the investigation; however, a review of the complaint history, documentation and manufacturing instructions was conducted. Per quality control specification, there is confirmation that the catheter surface is clean, smooth and free of damage. Based on the fact that no leaks were reported from the device, the most likely time of the crack occurring is when the device was removed. As the product was not returned, the root cause of the complaint cannot be identified. Per the risk assessment, no further action is required. We will continue to monitor this product.

Event description:
Information was provided that the bedside nurse removed the femoral arterial line. When the line was removed, it was noted that there was a crack in the catheter, just below the hub. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.